Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Amplitude has drop significantly since implant. Technical services (ts) was consulted and suspects lead dislodgement and recommended another set of x-rays. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Amplitude has drop significantly since implant. Technical services (ts) was consulted and suspects lead dislodgement and recommended another set of x-rays. This device remains in service. No adverse patient effects were reported. Additional information obtained, the device has been explanted.